Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using supplies for 3-4 days. Clinical support informed the customer that using supplies for 3-4 day¿s is off label per the tandem user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 300-400 mg/dl.